Event description:
Boston scientific received information that this patient presented to the emergency room after receiving a few shocks. The device was interrogated and a fault code 01 was noted. The arrhythmia logbook showed episodes of true ventricular tachycardia (vt) and some atrial driven arrhythmias. It was also noted that the device had reached end of life (eol) six months ago due to extended charge times. Boston scientific technical services (ts) was contacted and discussed the multiple events likely depleted the battery so that the charge times were longer than 45 seconds, in which the device will not charge longer than that and will divert if it cannot achieve a charge. Due to the patient's health, the physician has elected to not replace the device at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.